Manufacturer narrative:
The battery in complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During shift check, the fully charged autopulse li-ion battery (sn: (B)(4)) failed to power up the autopulse platform. However, the autopulse platform could power up with different li-ion batteries. During battery rotation, the autopulse multi-chemistry charger (mcc) displayed fail "x" (red led) when attempting to charge the battery. The user placed the battery in different chargers, and the same issue was observed. No patient involvement.